Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. Visual inspection revealed minor damage to the device and its lens. The damage may be from recurrent use and wear over time from sterilization and handling. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to clinical activities, during an inspection of the device, the endoscope was blurry. There was no pt involvement as this occurred at non-clinical activity.